Event description:
The reporter stated that on (B)(6) 2013, the catheter was inserted for surgery. On (B)(6) 2013, at the end of the night, the patient called for the nurse complaining of some sting/tingle in the hand. The nurse observed that the dressing on the forearm peeled off and was kind of creased. They decided to remove the catheter. After a few days, the patient still suffered from the same stinging pain in the hand. They decided to x-ray the hand and arm and detected a foreign material in the vein. This foreign material was removed by surgery and was alleged to be part of the insyte-w 20g catheter.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on (B)(4) trend reports.